Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device and associated electrode received three inappropriate shocks due to t-wave oversensing. The patient was presenting to a student audience at a university at the time of the event. Technical services reviewed the untreated and treated episodes and noted the r-wave amplitudes were variable and at times were very small, allowing the t-waves to be oversensed. Myopotential noise was also noted, with some beats properly marked as noise and others oversensed. In the shock episode, the patient's heart rate was between 160-170 bpm, so the t-wave oversensing and noise oversensing caused the rate to be calculated in the shock zone. It was noted the smart pass feature was not enabled at the time of these episodes. Simulation of the episodes with the feature enabled showed the oversensing was reduced, but not completely mitigated. It was not known when or why smart pass had disabled, but was likely due to small amplitude r-waves. X-rays were reviewed to evaluate the system position; it was noted the tip of the electrode was pointing towards the pectoralis muscle, which may have contributed to the myopotential noise. The patient and physician agreed to explant the s-ICD system and a transvenous system was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device and associated electrode received three inappropriate shocks due to t-wave oversensing. The patient was presenting to a student audience at a university at the time of the event. Technical services reviewed the untreated and treated episodes and noted the r-wave amplitudes were variable and at times were very small, allowing the t-waves to be oversensed. Myopotential noise was also noted, with some beats properly marked as noise and others oversensed. In the shock episode, the patient's heart rate was between 160-170 bpm, so the t-wave oversensing and noise oversensing caused the rate to be calculated in the shock zone. It was noted the smart pass feature was not enabled at the time of these episodes. Simulation of the episodes with the feature enabled showed the oversensing was reduced, but not completely mitigated. It was not known when or why smart pass had disabled, but was likely due to small amplitude r-waves. X-rays were reviewed to evaluate the system position; it was noted the tip of the electrode was pointing towards the pectoralis muscle, which may have contributed to the myopotential noise. The patient and physician agreed to explant the s-ICD system and a transvenous system was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.